Event description:
The patient had a primary surgery on the (B)(6) 2022. At about 10 months after the primary, from the x-rays has been noticed the unscrewing of the screw from the glenosphere. The surgeon do not plan to revise the implant at this time and continues with the follow-up observation.

Manufacturer narrative:
Batch review performed on 19-apr-2023. Lot 2003974: (B)(4) items manufactured and released on 25-feb-2021. Expiration date: 2026-02-15. No anomalies found related to the problem. To date, all the items of the same lot have been sold with no similar reported case during the period of review. Clinical evaluation performed by medical affairs département: at about 10 months after the primary rsa surgery, from the x-rays has been noticed the unscrewing of the screw from the glenosphere. The causes for disassociation cannot be determined with certainty with the elements at hand. Normally, this happens if the taper spigot of the baseplate could not engage fully the glenosphere matching taper. Such an occurrence may be due to a baseplate screw head protruding from the baseplate surface, and preventing the glenosphere to reach its final seating. The surgeon does not plan to revise the implant at this time and continues with the follow-up observation. From the radiographic image it is visible that the baseplate and the glenosphere are not fully engaged therefore it may be possible that the stability of the baseplate connected with the glenosphere is compromised.